Event description:
Patient was revised to address clicking, aching, discomfort, elevated metal ion levels, brownish/grey synovial fluid and staining of tissues. Only head and sleeve removed. Cup being reported for metal on metal issues.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec¿d (B)(6) 2015 - medical records received. Patient revised to address metal on metal debris and pseudotumor. Upon revision, inflammatory synovial tissue and greenish black fluid was noted. Manufacturing and expiration dates updated. The stem and sleeve are being reported for elevated metal ion levels. This complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.